Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii¿ closed IV catheter system a the prn was loose the following information was provided by the initial reporter: when using the indwelling needle, the prn falls off just after the package is opened. Replace the indwelling needle with a new one.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1139396. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii¿ closed IV catheter system a the prn was loose the following information was provided by the initial reporter: when using the indwelling needle, the prn falls off just after the package is opened. Replace the indwelling needle with a new one.